Manufacturer narrative:
Concomitant medical products: product ID 97792, lot# n472366, implanted: (B)(6) 2014, product type: accessory; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that over the weekend the patient was not feeling any stimulation when she would lie down or sat back. Over the weekend prior, when the patient coughed, she felt a zapping from the back down to her leg. The patient could feel simulation only when she sits up. The stimulation was at 2.0 or 3.0 volts and it felt like it was zapping from the back down the leg. There were no reported falls or traumas. The patient was having some issues with her stimulation settings. The patient met with a manufacturer representative on friday prior to the report to have the device turned on. The issues began since then. If the patient sat up straight it worked but if she sat back like on a pillow it stopped working, it was like it shut off. When the patient coughed it felt like an electrical shock that went through her whole back and down her legs. The patient had it up to 9.40 volts and didn¿t seem to go where it need to. It was going all down her legs. The patient did have concerns regarding their device or therapy. Sometimes it seemed to stop working if they sit straight or if they reach for something they got a sharp pain that went up to their shoulder. They received assistance from their healthcare provider (hcp) or manufacturer representative and concerns were resolved on (B)(6) 2014. The patient was still having concerns regarding their device or therapy but was working with their hcp or manufacturer representative and had an appointment date of (B)(6) 2014. When stimulation was turned on, there was no stimulation sensation. There was a loss of stimulation when lying down, and she could barely feel stimulation. When the patient lied on her right side, the whole right side of her body hurt. The manufacturer representative changed the settings from #2 at ¿9 point something¿ and placed her on program #1 at 9.5 volts. When the patient sat down and was sitting forward it was working but if she was sitting on her tailbone stimulation didn¿t work. Stimulation was still not working when lying down on program #1. The patient increased stimulation to 10.0 volts and felt stimulation down her right leg to her knee. They could not assess whether that made the pain symptoms better because they were not occurring at the time of the report. The implantable neurostimulator (ins) was draining ¿real quick¿ and noted she had to sit in a recliner for 3, 4, 5 hours. The patient got all 8 coupling bars when charging. The hcp was using the ins to treat her left leg. The left leg dragged once in a while. Stimulation mostly went down the left leg and only a little on the right leg. They set up programming for group a. The patient switched back stating programs were 1 and 2. The patient saw a #1 by the check mark indicating there was no group a and she was on program 1. The zapping while coughing had resolved and was no longer an issue. The patient had pain in the tailbone, but noted it was not related to the stimulation. In the morning when the patient got up she was in pain. After she was up for a while and walked around it went away. The patient ended up sleeping on her back. Once she woke up she turned stimulation non for a while until she felt like stimulation took care of the pain. Information regarding cause of event and patient outcome has been requested.